Manufacturer narrative:
The customer called technical support to report that while the tidal volume value was acceptable, the air leakage was large. Per good faith effort (gfe) response, the authorized service provider (asp) was not able to evaluate the device as the customer declined service and repair. It is unknown what the outcome of the service event was, and no further case information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while the tidal volume value was acceptable, the air leakage was large. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that while the tidal volume value was acceptable, the air leakage was large. The investigation is ongoing.